Manufacturer narrative:
The pump was received with missing retainer ring, missing reservoir tube o-ring, scratched case, keypad overlay texture damage and minor scratched lcd window. There were no cracks on the reservoir compartment noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's pump was damaged. It was reported that the pump was cracked in the reservoir ring. It was reported that the pump would be replaced and returned for analysis. The customer's blood glucose level was reported to be 210mg/dl.